Event description:
Caller reported a cartridge alarm 20 that occurred during the load process of the insulin pump, and the issue persisted as the alarm reoccurred each time the customer attempted to load a cartridge, preventing the start of insulin therapy. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support educated the caller on the proper load process, arranged for a replacement pump with updated software, and advised on backup therapy using mdi to ensure insulin delivery was not interrupted. They also provided instructions for returning the problematic pump.